Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced high blood glucose event on (B)(6) 2026. The patient treated with insulin pump. The event lasted more than four hours. No further information available.